Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called requesting silhouette replacements. Customer has experienced bent cannulas which led to high blood glucose. Customer was hospitalized due to high blood glucose. Caller stated that customer was vomiting, ketones and inability to urinate. Customer woke up not feeling good. The blood glucose reading at the time of the event was 483 mg/dl. Customer was dehydrated due to ketones. Customer was treated with manual injections. Nothing further reported.